Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) and consumer concerning patient with an implantable neurostimulator (ins). It was reported that manufacturer representative (rep) saw patient at her post op appointment after her ins replacement (B)(6) 2020. She stated she was not getting any relief. Impedances showed electrodes 4 & 6 > 10,000. Lead connectivity showed the last 4 electrodes (4-7) as red exes on the battery. The rep was able to program around those electrodes to give a program she said felt better.